Manufacturer narrative:
Conclusion: the actual device was returned for visual and functional evaluation. The blade failed to rotate and drive cable kept twisting during the evaluation. It is likely that melting of the gear prevented the blade from continually rotating. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device stopped working after ten minutes. There was rotation but the blade did not cut. Another like device was used to complete the procedure with no adverse patient consequences.